Manufacturer narrative:
It is unclear at this time if the sling was used with a bhm medical lift. Further info will be provided upon conclusion of the manufacturer's investigation.

Event description:
The client was being lowered onto the chair, and one of the leg straps broke. He was not harmed during this incident, just a little startled.